Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that perforation occurred. A new sense/pace lead was implanted and the defib portion remains active.